Manufacturer narrative:
(B)(4). Per information provided by the distributor carefusion technical support determined that the reported event was most likely caused by a faulty gas delivery engine (gde). Carefusion technical support shipped the distributor a replacement gas delivery engine. A returned goods authorization (rga) number was also issued for the return of the alleged faulty gas delivery engine for evaluation. As of august 14, 2015, carefusion has not received the alleged faulty gas delivery engine.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported the following: "the o2 does not calibrate and the blender does not turn at all. We changed the o2 cell, calibrated the air and o2 pressures on 11psi and calibrated the o2 inlet and air pressures with no success. We also changed the o2 cable that connects to the o2 cell."